Manufacturer narrative:
1 x zebd-7-7 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is linked to pr(B)(4) (report reference number 3001845648-2020-00612) to capture user error zebd-7-7 of unknown lot number prior to the device of this file. Documents review including IFU review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.¿ the iabel which accompanies this device instructs the user to use 0.035" wire guide. According to the initial report, the patient did not experience any adverse effects due to this, the procedure was completed successfully with this device. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4) (emdr # 3001845648-2020-00612): when the user tried to advance the stent over the wire(olympus visiglide2 0.025inch), strong resistance was felt. (B)(4): another zebd-7-7 was used instead with the same 0.025inch wire guide and the procedure was completed. This file was created to capture the user error (incorrect size wire guide) of the second device used to complete the procedure.